Event description:
It was reported that the patient had the artificial urinary sphincter removed due to hematuria and infection. The hematuria was not related to the implant. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted a year later. There were no further patient complications.